Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image and power were sometimes dropping off when using the evis exera iii video system center. The issue occurred during setup. It was reported that the procedure was minimally prolonged. The intended procedure was an esophagogastroduodenoscopy/colonoscopy with therapeutic bleeding and friable tissue being addressed. The cautery interference with procedure screen caused inability to see tissue during procedure. There were no reports of patient harm.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.